Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the needle hub had been damaged. The syringe was returned with the hub-needle/shield assembly separated from the barrel. The barrel was examined and exhibited a damaged barrel tip. A review of the device history record was completed for batch #6347540. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200678402] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged barrel tip). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Root cause: visual inspection of the syringe found damage to the barrel tip. The tip had 25% of the rim rolled down half way down and pinched between the hub and the remaining part of the tip. There was no damage to the hub core or hub. There were no dispatches for machine jams for the dates of manufacture or quality notifications for the material batch number. Probable root cause of the damage to the barrel tip was a misalignment during assembly that allowed rim of the barrel tip to catch the hub. Complaint data will be monitored for trends related to this issue.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp needle hub was found damaged before use after the shield had been removed. The following information was provided by the initial reporter, translated from japanese to english: "when removed the shield, the needle hub had been damaged."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp needle hub was found damaged before use after the shield had been removed. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removed the shield, the needle hub had been damaged."